Manufacturer narrative:
Unit unable to prime during prime test due to faulty force sensor resistor. No motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked case near display. Window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window.

Event description:
The customer's parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 131 mg/dl at the time of the incident. The customer's mother stated that the insulin pump site was replaced the night before the pump alarmed motor error. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.